Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed inaccurately low results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) made a follow up call to the patient. The patient reported that the subject meter was reading inaccurately on (B)(6) 2017, 10pm when she obtained an alleged inaccurately low blood glucose result of ¿194 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medications diet and/or exercise. She reported eating less food and /or drink as a result of the alleged inaccurate high reading. She reported that 2 hours later she developed the symptoms of dizziness, shaky, headache and light-headedness. She indicated that on (B)(6) 2017, 2:00am she attended urgent care/clinic and received unknown IV fluids for a high diabetic excursion and had blood glucose test performed. The patient reported that the blood glucose result on the clinic meter was 98 followed by 110mg/dl during troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. However, stated that the test strips had not been stored correctly. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.